Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: no evidence of corrosion or moisture damage ws found inside the battery compartment or battery cap. The pump was booted to the verify screen. The pump electrical current draws were tested and were found to be within specifications. Several low battery warnings were observed in the alarm history; there was no evidence of excessive current draw or short battery life recorded in the black box. The black box showed that the pump was used after the reported event date. The pump was opened and no internal moisture damage was observed. Unrelated to the complaint, the bolus button was found to be inoperable.

Event description:
A family member reported that the pump got very hot and went through battery very quickly. The family member confirmed that no physical harm was done to himself or the patient. The family member reported that the pump emitted a low battery warning and then lost power; the family member confirmed that the patient did not experience any blood glucose excursion related to this event. The family member reported that the battery was replaced and the pump was working fine since.